Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: symptom - would not recognize fiber optix sensor (fos). Findings/actions taken: confirmed. Replaced fos slide. During battery test pump alarmed "battery run time less than 20 minutes," battery voltage 11.4 volts, charge voltage okay. Replaced battery.